Event description:
It was reported that during an infusion set change the user was disconnected from an agent, then called back, reconnected the system, filled the cannula, and resumed insulin delivery; when removing the prior site the user observed the cannula was not bent, yet blood glucose rose just over 200 mg/dl for approximately 6¿7 hours and a manual insulin injection was used to correct. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on glucose control without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.